Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The hcp reported that patient was on 1 mg/day of morphine and they wanted to change to 20 mg/ml. The hcp also mentioned that the pump went empty but on the call they could not confirm when it happened. The hcp stated they were able to aspirate 0.2ml so they believed though it alarmed the pump did not actually go empty. The hcp stated that they would be refilling the pump tomorrow. The troubleshooting steps that were taken on the call resolved the issue and programming.

Event description:
Additional information was received from a healthcare provide (hcp) who when asked if the empty reservoir alarm was confirmed and if not, what alarm was being heard responded with ¿no, the refill alarm only.¿ per this reporter, 0.5 ml was aspirated from the pump and the pump was refilled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.